Manufacturer narrative:
Analysis revealed pump/motor o-ring wear.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml marcaine at 1.8 mg/day, 2000 mcg/ml baclofen at 730 mcg/day, and 5 mg/ml bupivacaine at 1.8 mg/day via an implantable pump for intractable spasticity. It was reported that the patient had increased muscle rigidity. A dye study was performed and "at one point dye 'was not seen'". It was noted the dye study occurred approximately in the last 4 to 5 months. No other patient symptoms were known. A pump and catheter replacement was scheduled. The patient's catheter was easily aspirated by the surgeon and only the pump was replaced on (B)(6) 2016. The issue was considered to be resolved and the patient was considered to be "alive - no injury". The event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.